Manufacturer narrative:
Aso performed test for adhesion properties on returned samples. In addition, aso reviewed records of biocompatibility test data. However, aso could not further investigate as no lot number was provided by the consumer.

Event description:
Consumer reported that bandage adhesive caused severe allergic reaction. Medical attention was sought.